Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on arctic sun device (serial# (B)(4)) and the device displayed low air leak. They have changed the out the device and they also changed the pads and kept getting the same display and the event log shows alert 01 (patient line open) and alert 02 (low flow) water control showed flow rate was 1litre/min, inlet pressure was 3.3 psi, circulation pump - 100%. Walked the patient through disconnecting and reconnecting the pads holded behind the clamps and the flow rate was 2.4 litre/min, inlet pressure-7.2 psi.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on arctic sun device (serial# (B)(6)) and the device displayed low air leak. They have changed the out the device and they also changed the pads and kept getting the same display and the event log shows alert 01 (patient line open) and alert 02 (low flow) water control showed flow rate was 1litre/min, inlet pressure was 3.3 psi, circulation pump - 100%. Walked the patient through disconnecting and reconnecting the pads holded behind the clamps and the flow rate was 2.4 litre/min, inlet pressure-7.2 psi. Per follow up via phone, spoke with nurse, stated that mss they were able to help the patient to troubleshoot and were able to correct the issue. No patient harm, and the patient was able to complete therapy with no issues.